Event description:
The customer reported that the system displayed an intermittent communication failure error message. This error message will likely cause the system to shut down/lock-up or prevent the system from boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video control and system interface circuit boards were replaced. The system was then found to be operating as intended.